Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings distribution history the complaint product was manufactured by epc under lot 203001 and packaged at csi in september 2020 under work order 294406. Manufacturing record review DHR 294406 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt the complaint product was returned and the reported lot number was confirmed. Visual evaluation visual examination of the complaint product found the stapler was used and it was noted the staple counter was at 9 and the staple deployment area was heavily soiled. Functional evaluation functional evaluation found the staples were deployed as intended and no malformation or erosion of physical features were noted (may appear as being soiled). However, after depressing the handle, the handle was observed to slowly move back to the starting position. Root cause while no definitive root cause could be reliably determined, the potential cause may be due to the soiled staple deployment area which would not allow the metal penetrators to retract properly. *correction and/or corrective action coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time. No training required at this time. *was the complaint confirmed? Yes.

Event description:
User had a difficult time deploying staples from insorb. After trying about 5 times, the user had to stop using the stapler since it was so difficult. Once examining the stapler, user noticed needles/ area where staplers are deployed was bent. User had to use a different insorb stapler, no problems with second stapler. Patient was not harmed. User was not harmed. Patient is completely fine and in good healing health. User recognized the stapler was not working and just got a new one. There was a slight delay to the procedure because the user had to swap the defective stapler out for a usable one. Yes the condition was noticed during a procedure. 1216677-2021-00055-1 insorb 30 stapler 2030 e-complaint-2021-03-0000149.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Insorb 30 stapler 2030 e-complaint-(B)(4). Report submitted by csi rep- incident details surrounding event: user had a difficult time deploying staples from insorb. After trying about 5 times, the user had to stop using the stapler since it was so difficult. Once examining the stapler, user noticed needles/ area where staplers are deployed was bent. User had to use a different insorb stapler, no problems with second stapler. Patient was not harmed. User was not harmed. Patient is completely fine and in good healing health. User recognized the stapler was not working and just got a new one. 03.18.2021-update-there was a slight delay to the procedure because the user had to swap the defective stapler out for a usable one. Yes the condition was noticed during a procedure.